Event description:
According to the reporter, during a laparoscopic total gastrectomy, esophageal jejunum functional end-to-end reconstruction, while inserting into the abdominal cavity, an attempt was made to open the cartridge, but the jaws could not be opened. It was noted that it was while using the handle for duodenal transection, esophageal transection, jejunal transection, y side-to-side anastomosis , jejunum resection and side -to-side anastomosis of esophageal jejunum were performed, then used the reported reload for the seventh firing to perform entry hole closure. The nurse connected the reload successfully, with confirmation of opening and closing that was also normal (also the display). When the physician was applying the support suture to the tissue, the cartridge was closed and was on stand-by on the instrument table. After that, even if the relevant power handle was forcibly reset, the power handle error was showing. Reconstruction outside the abdominal cavity was completed without problems by hand-sewing the common opening. The anastomosis operation was extended for about 15 minutes by manual suturing. There was no patient injury.

Manufacturer narrative:
Concomitant medical product/s: sigsbchgr sig power sigsbchgr one -bay charger serial #: (B)(4) ; sigadaptstnd sig power sigadaptstnd linear adapter, serial#: (B)(4); sigphandle sig power sigphandle handle, serial#: (B)(4); sigpshell sig power sigpshell control shell, lot#: n2j0366y. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.